Event description:
It was reported that there was a patient alert for low impedance. The impedance measurement was less than 20 ohms. A lead insulation problem was suspected. When the lead was inspected at explant it revealed the lead had been repaired by silicone in the past. The lead was capped and replace. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information revealed the manufacture date. Evaluation summary: (B)(4): performance data was collected from the device and analyzed. The analysis revealed low resistance/impedance. Patient alerts for out of tolerance sub threshold lead impedance on (B)(6)-2011 09:00:03 and (B)(6)-2011 09:00:03. Weekly and daily high voltage-lead impedance trend data show various spike decreases and low impedance for minimum defibrillation active can on impedance=77 to 15 ohms min, between (B)(6)-2011. Oversensing was also noted. Four ventricular non sustained tachycardia episodes less than or equal to 210 ms on (B)(6)-2011 in the timeframe between 11:48:22 and 13:28:54. There was a lead integrity alert triggered for lead failure predictor on (B)(6)-2010 12:25:42. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.